Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plastic part where the reservoir locks was broken off. The customer¿s blood glucose level was 175 mg/dl. The customer also reported that they had problems with the batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Insulin pump was received with scratched case, pillowing keypad overlay, broken reservoir tube lip and minor scratched lcd window.